Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, technical support recommended calibrating the xdcr's (transducers) and if the alarm continues the main board will need to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator unit has presenting xdcr/transducer fault. This was noted on pre checkout. The reporter confirmed that there is no patient involvement associated on this event.